Event description:
Reporter alleged she passed out and reportedly was in a diabetic coma due to blood glucose monitoring device results. Reporter stated device result was 127 mg/dl and she took her normal dose of insulin. Reporter stated shortly afterwards at 6:30 pm, passing out and a family member transported her to the hospital where she went into a coma. Reporter indicated family member tested glucose prior to going to the hospital and result was 24 mg/dl. Reporter stated being treated with dietary adjustment and unsure exactly what others treatment received. Reporter indicated waking up in the hospital later that evening and glucose result was 209 mg/dl. Reporter stated no controls were used. A request was made for the return of the suspect device and replacement product was sent.